Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 4 and 5 from the proximal end were damaged and lifted from the stent profile. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section of shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy ii drug eluting stent was selected for use to treat the lesion; however, when the stent part was checked during insertion, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy ii drug eluting stent was selected for use to treat the lesion; however, when the stent part was checked during insertion, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported.